Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual inspection found, three external abrasions breaching the outer insulation proximal to the suture sleeve tie mark caused by friction to device can. All other damage noted, is consistent with procedural damage. Electrical testing did not find any indication, of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed, during analysis.

Manufacturer narrative:
Correction: h6.